Manufacturer narrative:
Occupation: reporter is a j&j sales representative. A product investigation was conducted. Investigation summary - background: it was reported that on (B)(6) 2021, the 5mm hex flexible screwdriver broke near the handle while statically locking an unknown tfna lag screw. Another screwdriver was used to finish the final tightening. No fragments were generated. There was no surgical delay. The procedure successfully completed. No patient consequence. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: l884506) was returned and received at us cq. Upon visual inspection, it was observed the shaft of the returned device was broke at the proximal end near the handle. Additionally, some scratches were observed on the shaft component of the device, which has no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: drawing: se_061886 rev k. Specified dimensions: shaft diameter = 8 mm+/- 0.2 mm. Measured dimensions: shaft diameter =7.97 mm, conforming. Device used - calipers (ca802). Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: flexible screwdriver hex5, cannu: se_384606 rev l/j; flexible shaft: se_061886 rev k; no design issues or discrepancies were identified. Investigation conclusion: the complaint condition was confirmed for the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: l884506). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the 5mm hex flexible screwdriver was broke near the handle while statically locking an unknown tfna lag screw. Another screwdriver was used to finish the final tightening. Procedure was completed successfully without any surgical delay. No fragments were generated and no patient consequences. Concomitant device reported: unk - nail head elem: tfna lag screw (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).